Event description:
Medtronic (covidien) received information that during a treatment of a small (maximum diameter 2 mm, neck width 3mm) ruptured berry aneurysm in the left internal carotid artery, the physician reported that a pipeline flex device did not open proximally. The access was via 6f cook shuttle gate and due to patient's severe vessel tortuosity a 5f 125 cm navien was added. The marksman was placed in intended location without any problem and the loading of the pipeline flex device was fine. When the physician tried to deploy the pipeline flex, the distal end of the pipeline flex deployed correctly, but after half way not any longer. The physician tried to resheath 1 time completely, then about 4 times after the proximal part did not open. The physician decided to remove the whole system. Observation on the table showed that the pipeline flex device appeared to shape like an hourglass. There was no abnormal resistance felt in the catheter. A new marksman and pipeline flex (3.75 x 20) were used without any issues. No patient injury was reported.

Manufacturer narrative:
Device expiration date - 10/21/2017. Device manufacture date - 10/22/2014. (B)(4).

Manufacturer narrative:
The marksman, pushwire, and pipeline were returned for evaluation. The pushwire was found inside catheter. Pipeline was still attached to the pushwire. The distal end of the pipeline was found opened with damaged braid. The proximal end of the pipeline was not opened due to damaged braid. It is possible that the damaged braid may have contributed to the reported issue subsequently causing the proximal end of the pipeline not to open. All products are 100% inspected for damage and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Note: per the instruction for use (IFU): resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.

Manufacturer narrative:
The marksman, pushwire and pipeline were returned for evaluation. The pushwire was found inside catheter. Pipeline was still attached to the pushwire. The distal end of the pipeline was found opened with damaged braid. It is possible that the damaged braid may have contributed to the reported issue subsequently causing the proximal end of the pipeline not to open. All products are 100% inspected for damage and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Note: per the instruction for use (IFU): resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Braid damaged. (B)(4).